Manufacturer narrative:
(B)(4)

Event description:
It was reported that the sensor needle malfunctioned. The sensor was inserted on (B)(6) 2026. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.